Manufacturer narrative:
B3 event date : may 2026. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp microbore catheter extension set separated into "two pieces". The process step at which the issue was identified was not specified. There was no patient involvement. No additional information is available.